Manufacturer narrative:
A user facility reported that one (1) patient sustained redness and scabs on an unknown anatomical area following ipl treatment with a lumenis m22 laser. Lumenis investigated the reported event contacting the user facility by three (3) emails and two (2) phone calls to obtain patient treatment settings, patient information, patient photos, and sun exposure; partial information was provided by the facility. An examination of the subject device by a lumenis technical engineer was performed. The engineer replaced the ipl head as a precautionary measure. After replacing the ipl head, he had noticed a watermark on the light guide and recommended the customer to replace the optics. The mark on the light guide may indicate inappropriate cleaning of the part prior to treatment. A review of the subject device IFU (um-1024721_h) revealed on page 128: "keep the lightguide free from debris and other foreign matter and gel at all times and clean it after each patient. Keep the lightguide clean from foreign matter since any particles or debris on the lightguide will get hot due to absorption of light and may cause epidermal injury and increase patient discomfort". Caution message emphasizes "clean the lightguide only after it has cooled and not immediately after treatment." With the new ipl head, the engineer verified all system functions including calibration and energy output verification, the subject device operated well within manufacturer specifications. The returning ipl head is expected to be returned to lumenis for evaluation. A lumenis clinical training director and healthcare professional reviewed the reported event details and concluded that "user not following manufacturers cleaning instructions.", further elaborating that "the large square light guide has a mark that is not coming off upon cleaning, and as a result led to scabbing with no long-lasting effects." The lumenis clinical training director and healthcare professional concluded this to be a 'minor severity' (with a ranking of 3). While the information received to date does not confirm that a serious injury occurred, lumenis is still investigating the adverse event. Thus, the company is reporting the adverse event in an abundance of caution. Based on the information provided a root cause cannot be determined at this time. The most probable cause for the abrasion is a user error, a failure to follow the um instructions. A device malfunction is currently not viewed as the cause of the adverse event. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. The ipl head is expected to be returned to lumenis for evaluation. Upon completing that evaluation, should additional information become available with which to determine a different cause for the event, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained redness and scrubs on an unknown anatomic part following ipl treatment with a lumenis m22 laser.

Manufacturer narrative:
Update10- october- 2019. The hand piece was delivered to lumenis on 02/14/2019 and analyzed by r&d. After a full examination and testing, no failure or errors were found with the hand piece. Lumenis is removing the "malfunction" allegation and updating since lumenis determined that this event is solely the result of user error with no other performance issues, and there has been no device-related death or serious injury. Under the circumstances, this would not represent a reportable event. Lumenis is closing this complaint at this time, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no: (B)(4) and per post marketing surveillance procedure (doc no: (B)(4).